Manufacturer narrative:
A ge service rep performed an onsite investigation. The power circuit was repaired and the tube was adjusted. The transformer grid inside the machine was reset. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system produced an alarm even while it was in standby mode. No pt injury was reported.